Event description:
In late 2007, I went to the ER at the hospital for severe eye pain and photo sensitivity. I was treated in the ER and was informed to follow up with my eye doctor. In the follow up appointment, my doctor -for your eyes onlyi- was unable to correct the vision in my eye and suggested that I follow up with another doctor in one week. In this scheduled doctors appointment - I was sent immediately to a corneal specialist who immediately sent me to another corneal specialist at another hospital. I was diagnosed with acanthamoeba keratitis. I was asked about my history of contact use and contact solution. I explained that the only difference in my contact regimen was that I changed contact solution from complete to renu original. I was put on an aggressive treatment for my eye. This included the use of approx 6-7 different eye drops to treat the severe infection. In the initial phase I had to put eye drops in my eye every 30 minutes around the clock-to every hour- every 2 hours and so on. To date, I am still putting drops in my eye and have lost pretty much all of my eye sight in the right eye. I attribute this problem to the renu eye drops because after 15 years of contact use - I never experienced a problem until I used the renu solution. Prior to this event, I had no additional eye problems other than the use of contacts/glasses to correct my vision. Dose or amount: daily; frequency: 2 times: route: ophthalmic. Dates of use: 2007.